Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. On (B)(6) 2015 a nurse from the (B)(6) reported that a patient was transported from a nursing facility to the center the previous night and was currently in the ICU. She reported that the nursing facility had never removed the patient's lifevest nor bathed her under the garments since it was received. The patient was fit with the device on (B)(6) 2015. The nurse stated that when the patient arrived the patient's lifevest was covered in urine and feces and that the patient's skin under the garment was broken down and weeping. The nurse reported that the patient is not wearing the lifevest and she is being monitored by telemetry. The final medical outcome of the patient's condition is unknown.